Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as having marks on their body because the vest is too tight. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing the vest for the skin irritation. Follow up indicated that the skin irritation improved